Manufacturer narrative:
This supplemental report is being submitted to provide a correction: corrected fields: d5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited connecting tube was sticky. There was no patient involvement.